Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25111748, 25116475 and 25119756 and 25121811 the last (B)(4) lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
Complaint 1 of 3. (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tunnel would not insufflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The tunnel would not insufflate. The harvestor disconnected and checked the tubing and had flow.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tunnel would not insufflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4). The tunnel would not insufflate. The harvestor disconnected and checked the tubing and had flow.